Event description:
The customer reported via phone call that the insulin pump was recently dropped into water, but was still functioning properly. The customer stated that the device hadn't had any alarms, and during troubleshooting, it passed the self test. Blood glucose level at the time of the incident was 141 mg/dl. The customer requested that the insulin pump be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion found on electronics. The insulin pump had a minor scratched display window and a cracked reservoir tube lip.